Event description:
It was reported that the device incorrectly classified ventricular tachycardia as supraventricular tachycardia during a remote follow-up. Additionally, the device was unable to terminate the ventricular tachycardia. The physician did not allege a malfunction against the device. The device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.